Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. (B)(4). Reporter phone number not provided. Philip's international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
It was reported that during periodic maintenance, there was an operational failure of the touchscreen. There was no patient involvement. The event date was not specified; estimate used.